Manufacturer narrative:
H10: of the 3 reported malfunctions, the devices were not returned to bd for evaluation. Of the 3 reported malfunctions, 1 was reassessed for reportability and determined to be reportable, as a serious injury, and is reported under emdr 2020394-2019-02941. Of the 3 reported malfunctions, 1 device medical records were provided and reviewed and the investigation is inconclusive for the reported failures. Filter tilt and perforation of the ivc were inconclusive for the other 2 devices as no objective evidence was provided. A root cause has not been determined. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three (3) malfunctions. A review of the reported information indicated that an unknown filter model allegedly experienced malposition and patient-device interaction problem. This information was received from various sources. Each of the reported malfunctions involved a patient with no known impact to the patient. One of the reported patients was male weighing 107 kgs, age not provided. The remaining two patients' age, weight, and gender were not provided.

Manufacturer narrative:
For the reported information, the devices were not returned to bd for evaluation. However, medical records for one malfunction were provided for review. The company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes three (3) malfunctions. A review of the reported information indicated that an unknown filter model allegedly experienced malposition and patient-device interaction problem. This information was received from various sources. Each of the reported malfunctions involved a patient with no known impact to the patient. One of the reported patients was male weighing 107 kgs, age not provided. The remaining two patients' age, weight, and gender were not provided.